Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a loss of aspiration. A 2.4mm jetstream xc atherectomy catheter was used for an atherectomy procedure. During use, there was a loss of aspiration. The procedure was completed with another of the same device. There were no patient complications and the patient was doing well post-procedure.